Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g4, g7, h2, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation regarding the power electrode melting into the power cord, more than 14 years have passed since the subject device was manufactured. It is likely that the electrode of the power inlet generated heat and was melted into the power cord because a large current flowed when the power unit broke down. Based on the investigation regarding the power unit, more than 14 years have passed since the subject device was manufactured. It is likely that the power unit failed due to aging / deterioration by long-term use. Per the legal manufacturer, the other issues identified (worn out scope socket, worn out air joint, and light output) have no potential to cause or contribute to death or serious injury if they were to recur.

Manufacturer narrative:
The device was received for evaluation and olympus found that the power plug was melted into the power cord. The evaluation results found that the power supply is damaged. Additionally, a worn out scope socket was causing poor connection and a worn out air joint was found to be leaking pressure. It was also discovered that the light output was out of specification and replacement of the lamp is recommended. Following service estimate approval from the use facility, olympus performed service with replacement parts and the device then passed all functional testing. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that one of the prongs to the back power plug of the clv-180 melted into power cord. The reporter stated this was discovered during procedure however no patient harm was associated to the report. There was no additional information provided on the procedure being performed but olympus is attempting to gather additional information related to this report.